Manufacturer narrative:
(B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer. No further information provided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level.